Event description:
It was reported that there was a connection issue between the minicap transfer set and the amia cassette. The dark blue catheter tip (female connector) was "stuck" to patient line of the cassette. This occurred during when the patient was disconnecting after peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
B3/d10: the event occurred on and unspecified date "over the last 2 months". D4: the lot number is unknown, therefore, only a primary di number could be provided. H11: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.